Event description:
Asr revision - left hip.

Event description:
The patient was revised to address alval.

Manufacturer narrative:
Although the specific reason for the patient's revision is unknown, because the patient's claim has been approved by depuy's third-party claims administrator, it is reasonable to conclude that the reason for the revision has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, asr hip resurfacing system - left, reason(s) for revision: alval / soft tissue reaction. Claimsuite reference (B)(4). Update: date of revision, products & surgeon added, primary surgery date amended, crawford update spreadsheet dated 8th nov 2011. Update - added (B)(6) 47 ref number, additional reason for revision, additional surgeon and hospital and amended revision date. Taken from claimsuite dated 20th nov 2014. System number: (B)(4), reason(s) for revision: pain, hospital: (B)(6) hospital, surgeon's name: mr (B)(6), date of revision: (B)(6) 2008.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.